Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the anterior tibial artery. The 2.50x200mm armada 14 balloon dilatation catheter (bdc) was advanced to the target lesion however during the first inflation to 4 atmospheres, the balloon ruptured. The device was removed and a balloon rupture was confirmed. A new balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the balloon rupture appears to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on observations from the returned analysis, it is likely that the rupture occurred due to interaction with lesion calcification or associated devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.